Event description:
Information from intreped registry from clinical database. Treatment of an aneurysm. It was reported the patient underwent pipeline embolization procedure on (B)(6) 2011. Post procedure, the patient had blurry vision, moderate neurological symptoms, and weakness in right side of the body. These issues subsequently resolved and the patient was discharged.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).